Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the patient's mother contacted animas to report that her daughter contacted her and informed her she had an elevated blood glucose (bg) of 460mg/dl with symptoms of nausea and vomiting. At the time of the call, the reporter informed customer support that the patient was skiing at time of high bg excursion and she had no backup plan. Animas customer support called the patient and noted she sounded "lethargic". Customer support spoke with the patient's boyfriend who reported that the patient took a correction bolus and her bg went down to 407mg/dl. The patient's boyfriend confirmed the patient was still nauseous but no longer vomiting and took her to urgent care where a correction bolus of 4 units with an insulin syringe was given. At the time of the call to animas, customer support requested that patient call back to troubleshoot pump once she was stabilized. This complaint is being reported because the patient developed signs/symptoms of a serious injury while on insulin pump therapy.